Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pre-use check (puc) failure. The reported issue has been confirmed during evaluation of received problem description. Service report and device logs were not attached. Based on information provided, the issue was related to o2 gas module. No parts were returned for further analysis. The root cause of the issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/01/2020, corrected manufacture date: 08/14/2020.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).